Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for investigation. Subsequent information received stated the device was discarded and is no longer available. It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore not returned to abbott vascular for evaluation. Return of the catheter may have further aided the evaluation. Balloon material rupture can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Information was requested from the account to verify if the device was prepared according to the instructions for use (IFU), but no information was provided. However, as there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also characterized as moderately calcified and may have contributed to the reported complaint. In this case, it is possible that the balloon interacted with the calcified lesion upon inflation attempt such that it became damaged (scratched) and ruptured as a result, although this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the device lot history record revealed no nonconforming material records with this lot, indicating all units tested met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures from this lot. There is no evidence to suggest a potential product deficiency. All dilatation catheters are visually inspected and leak tested during manufacture. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.